Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Almost choked [choking sensation] head fell off...snapped off - oral-b [device breakage] case narrative: female consumer via e-mail stated that the oral-b toothbrush head came off/snapped off of the oral-b toothbrush. She almost choked. No serious injury was reported.